Event description:
Upon review of received medical records for another reported case, it was found that patient had a hiatal hernia. The nurse stated that the hiatal hernia was not dialysis related and therefore had no medical records available for the hernia. Nurse also stated that the patient did not have any overfill that caused patient to have hernia.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.